Manufacturer narrative:
(B)(4). The actual sample has been reported to be available for evaluation and has been requested. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit. This event occurred during patient use during initial drain. The home patient (hp) would start over with all new supplies. Additionally, after disconnecting, the patient noticed fluid coming from the drain line at the top and stated there was a chunk of the drain line missing. The hp was advised to contact the peritoneal dialysis (pd) registered nurse (rn). Product surveillance followed-up with the patient, whom mentioned that the machine would not move into fill because the liquid kept going into the drain line. The patient stated that he kept the sample for evaluation. There was no patient injury or medical assessment associated with the complaint.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in set) that occurred during the initial drain. Received one used sample in reference to system error 2240. Visual inspection found luer connectors removed from lines. A 1 inch section of the drain line had been cut away at 4 feet from the cassette leaving a large hole in the drain line. The cut hole has matching and even edges that relate to being caught or jammed in the equipment. The sample could not be functionally tested due to sample condition. No other abnormalities were noted during visual inspection . The complaint could not be confirmed in the lab for the original complaint cause. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).